Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: what was the shape of the clip? - the information was not provided from the hospital. Did clip fall into the patient? -- no. Which firing of the device did this event occur on? - the information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? --rectum. Was the clip fully advanced into the jaws prior to firing? - the information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? - the information was not provided from the hospital. Was any unexpected resistance felt while firing the trigger? - the information was not provided from the hospital. Were any unexpected noises heard? - the information was not provided from the hospital. If so, when? - the information was not provided from the hospital. Did anything unexpected happen prior to this incident? - the information was not provided from the hospital. Was the device fired after this incident in or out of the patient? - the information was not provided from the hospital. What were the indications for surgery? - the information was not provided from the hospital. What was found? - the information was not provided from the hospital. Does the patient have any relevant history of surgical treatments? - the information was not provided from the hospital. If so, what? - the information was not provided from the hospital. Did somebody other than the primary surgeon fire the instrument? - the information was not provided from the hospital. If so, whom? - the information was not provided from the hospital.

Event description:
It was reported that during a laparoscopic procedure on the colon, the clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 14 clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch history records were reviewed with no anomalies noted during the manufacturing process.